Manufacturer narrative:
Corrective and preventative actions are being managed via (B)(4) and (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Lcs duofix pt presenting with inflammation and pain. Pt had metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
New etq record created to in order to update the etq (legacy system) complaint number (B)(4). Reason for original complaint - lcs duofix patient presenting with inflammation and pain. Patient had metallosis. Conclusion and justification status: a review of the information made available confirmed that insufficient new information had been provided to complete any further complaint investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.